Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in france. The event reports that the instrument has fractured. This event occurred during surgery. No further information, including harm, has been provided. The complaint has been confirmed following review of the returned instrument for previous similar complaints, which confirmed the instrument is fractured. The l-shaped posterior hooking foot, which is used to hold the tibial tray during insertion and impaction, has fractured from the main body of the instrument. Visual examination: photographs were provided. Visual examination confirms the l-shaped posterior hooking foot, which is used to hold the tibial tray during insertion and impaction, has fractured from the main body of the instrument. Dimensional checks: dimensional checks have been performed on instruments returned for previous similar complaints. The main dimensions of all returned fragments complied with the specifications of the technical drawing. Assembly checks: the location of the fracture is known to impact the assembly between the instrument and the implant. Functional/material evaluation: material analysis has been performed on instruments returned for previous similar complaints. Imaging of the fracture surfaces suggest a brittle fracture mechanism of failure for this type of fracture. -hardness measurements confirmed the components underwent the correct thermal treatment during manufacturing. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A complaint history review identified 40 similar complaints for the same item number. A complaint history review identified one additional similar complaint for the same lot number. The severity of the reported event is in line with this risk file. The occurrence rate for all similar events is also in line with the risk file. The rpn is between low risk and medium risk. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The IFU provided with the compatible implants states intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement, and prior to surgery. The the surgical technique for cementless implantation advises that the device is to be impacted by the toffee mallet and that the device is to release the tibial tray before the tray is fully seated within the patient bone. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event could not be determined. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over/under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. Health hazard evaluation hhe-2019-00134 has been raised to assess the risk of these instruments fracturing within the field. This hhe resulted in no field safety corrective action. There has been no higher severity event presented since this hhe was concluded, and the occurrence and risk remains within acceptable limits. No corrective action has been initiated at this time. Risk assessment: severity assessment: this event occurred during surgery. No harm has been reported. This gives a severity score of 1. The actual severity score is in line with the risk file. Occurrence assessment: a) sales data scope date: (B)(6) 2015 to (B)(6) 2020 (most up to date sales data). -item numbers: all implants compatible with instrument 32-422097 (see sales report for list of item numbers). B) number of items sold: 107,271. C) complaint history search criteria: date: (B)(6) 2015 to(B)(6) 2020 (date search was conducted) -item number ¿ 32-422097 -filters ¿ all complaint categories relating to fracture of the posterior hooking foot d) number of complaints identified: -40 -these complaints were then broken down according to the harm of each complaint, as recorded in the rmf: no harm ¿ 19. Exposure to anaesthesia, minor ¿ 11. Pain or ache, moderate ¿ 9. Bone fracture - 1. E) occurrence ratio: the occurrence ratio has been calculated for each harm: no harm ¿ 19:107271 = 1:5646. This gives an occurrence score of 3. Exposure to anaesthesia, minor ¿ 11:107271 = 1:9752. This gives an occurrence score of 3. Pain or ache, moderate ¿ 9:107271 = 1:11919; this gives an occurrence score of 2. -bone fracture - 1:107271; this gives an occurrence score of 1. Risk score: the risk score has been calculated for each harm: no harm: s1 x o3 ¿ rpn 3 (low). Exposure to anaesthesia, minor: s2 x o3 ¿ rpn 6 (low). Pain or ache, moderate: s3 x o3 ¿ rpn 9 (medium). Bone fracture: s3 x o1 ¿ rpn 3 (negligible). Corrective and preventive actions taken: health hazard evaluation hhe-2019-00134 has been raised to assess the risk of these instruments fracturing within the field. This hhe resulted in no field safety corrective action. There has been no higher severity event presented since this hhe was concluded, and the occurrence and risk remains within acceptable limits. No corrective action has been initiated at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery the product broke. The broken piece has been retrieved and discarded. There was no delay of the procedure.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product has been discarded.

Event description:
It was reported that during the surgery the product broke. The broken piece has been retrieved and discarded. There was no delay of the procedure.